Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed.

Event description:
Physician reported, rupture. This relates to the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). No additional observations are performed. No further actions are required as the device was implanted.

Event description:
Physician reported left side intracapsular rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture. This relates to the left side. Device has been explanted.